Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke and the wound dehiscenced. The surgeon applied another device to complete the procedure. The hosptital has reported no patient injury occurred.